Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported problem was due to a faulty high brightness motor and turret motor. However, the specific cause of the fault in the high brightness motor and turret motor could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the reported issue regarding the flashing front panel was confirmed due to turret motor failure and due to high brightness motor failure, and the high brightness did not work due to wear of the detection lever. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, prior to a diagnostic a nasal cavity observation procedure, the front panel of the visera pro xenon light source was flashing. There was no harm or user injury reported due to the event.